Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced hyperopia, headache, was uncomfortable and also was unhappy. The lens was explanted in a secondary procedure. A replacement lens was used. The patient was not hospitalized or the event. Additional information has been requested and received stating there was no patient harm. Patient issues have been resolved.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not received for evaluation. Information was provided that the company lens of 13.5 diopter, (1.5 extended depth of focus) was replaced with a company lens of 18.5 diopter, (1.5 extended depth of focus) lens. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).